Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed and there was a blood/fluid obstruction of the distal conductor. There was also blood in/on the helix mechanism and the lead was damaged at implant.

Event description:
It was reported that during the initial implant, the physician had difficulty inserting the stylet into the lumen of the lead. It was noted that the resistance was in the proximal portion of the lead. The lead was removed and replaced. No patient complications were reported as a result of this event.